Manufacturer narrative:
Medical devices cont: 680r32 heart ring implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the intensive care unit with t-wave oversensing (twos) on the right ventricular (rv) lead post ventricular pacing. It was noted that the patient has experience potassium swings in recent weeks and was symptomatic, experiencing bradycardia. Reprogramming was performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.